Manufacturer narrative:
Analysis received the unit with intermittent button response due to moisture damage to the keypad traces. The pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display or black display noted. The unit passed no delivery test and no unexpected no delivery error alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 164 mg/dl at the time of incident. The insulin pump will be returned for analysis.